Event description:
Resuscitation efforts were in progress on a 2 1/2-month-old pt brought to ER by ems. Pt was intubated by physician and infant resuscitation bag valve mask was obtained off crash cart and attached to oxygen high flow. It was noted that no oxygen was being delivered and pressure would build up and oxygen would shut off at flow head. That device was exchanged for 2nd bvm which functioned correctly. Emergency mgr examined first device and found 02 tubing end to be sealed off which did not allow for delivery of oxgyen into device. It is not believed this incident attributed to pt outcome. The pt did expire after resuscitation efforts were stopped. Coroner took control of the remains and an autopsy was performed.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: inadequate quality assurance. Conclusion: device failure occurred but not related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.